Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the patient was being placed on impella 5.0 for hemodynamic support. It was reported an impella 5.0 was started and placed on p2 with very minimal flow. Attempts were made to give volume, but unsuccessful. The decision was then made to place an rp to assist flow. It was reported that the patient expired after 5.73 hours of being on impella 5.0 support with no allegations made toward the impella 5.0 as the cause of death. However, there is not enough information to exclude the impella device as an associated factor in the patient's demise.